Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 5-1 on the main cabinet was failing cubie pockets with error message, read write error. The field service engineer reseated the row board cable and ribbon cable, replaced the retractor band, and recovered the drawer and cubie pockets. No further issues were found. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: disregard the initial report MFR report #2016493-2025-75436 . After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.